Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer states got low battery and she still had bars left and she changed the battery and pump screen did come back up customer stated that a piece fell off the battery cap a piece broke off. Troubleshooting was performed for blank display. Advised to insert a new battery as soon as possible, if the display does not return, revert to a backup plan per until the replacement battery cap arrives. The insulin pump will not be returned for analysis.